Event description:
Reporter indicated that a vns pt had passed away in 2008. The pt had undergone vns generator replacement surgery a day prior to death. The reporter has stated the pt had "other health problems". Attempts to the reporter for further info have been unsuccessful to date.